Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had randomly shut off. A field service engineer (fse) followed the customer support center (csc) log file recommendations to replace the battery. The fse replaced the battery. After the battery replacement, the station was rebooted. This allowed the user to access the pyxis device, and all functionality was tested successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station randomly shut off. It was noted that the ac power was turned off prior to proper device shutdown.there were no delay or adverse events or injuries reported based on this event.